Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2147904; d4. Medical device expiration date: 31-may-2027; h4. Device manufacture date: 27-may-2022; d4. Medical device lot #: 2179911 d4; medical device expiration date: 30-jun-2027; h4. Device manufacture date: 28-jun-2022.

Event description:
It was reported that 2 bd discardit ii syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when opening the arteriography pack the operator discovered a white substance deposit in the 20ml non-luer lock syringe of the pack - issue occurred on 2 packs.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jun-2023. H6: investigation summary a device history record review was performed for provided material number 309210 and lot numbers 2179911 and 2147904. The review did not reveal any detected quality issues during the production process. To aid in the investigation of this issue, picture samples and two (2) physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, particles were observed within the syringes. We have concluded that the observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that 2 bd discardit ii syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: when opening the arteriography pack the operator discovered a white substance deposit in the 20ml non-luer lock syringe of the pack - issue occurred on 2 packs.